Event description:
Event: conversion to standard open repair. Event narrative: the jacket could not be completely retracted due to the fact that the contralateral pullwire was out of recess and had become wedged in the jacket. The device was removed and the patient was converted to open repair. It was reported that the patient was doing well post-op.